Manufacturer narrative:
H10: could not confirm the customer's complaint that the device lets air pass through the cassette without alarming. The device passed the self-test. Ran performance verification testing (pvt) on the device with basic tubing sets. The device passed all pvt testing without allowing air to pass through the cassette. Ran protocol to simulate cassette sucking air through the cassette. The device alarmed each time air filled the chamber of the cassette without allowing any air to pass to the distal side of the tubing. The device passed both proximal and distal air run in cassette testing. The device is functioning properly. Probable cause not found for complaint.

Manufacturer narrative:
The device was returned to the manufacturer on 8/18/2020 for further evaluation. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has an issue of letting air pass the cassette and not alarming. The nurse noticed 30 inches of air passed the cassette. An unknown medication was being infused at the time of the event. It was also reported that there was no alarm sound or message displayed when the event occurred. The device reportedly sounds a recognition beep when powered on and the pump gives out a sound when keys are pressed. There was patient involvement, however, no patient harm was reported.